Manufacturer narrative:
Product event summary: manufacturer¿s analysis confirmed the customer comment that the device was unable to update the software. It was also noted that the stylus touch-pen was intermittently inoperable, the power cord bay assembly latch was broken, the keyboard latch was broken, media bay door latch was broken, and the lower case feet were worn. All found defective parts were replaced and all other identified issues were resolved.

Event description:
It was reported that the programmer was unable to update the software to the latest version; several attempts were made via universal serial bus (usb) and the software distribution network to no avail, with a presented message of "cannot access external media." The programmer has been returned for repair. No patient complications have been reported as a result of this event. It was further reported that the returned programmer subsequently tested out of specification during manufacturer¿s analysis.